Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. At a later date, the patient was seen again in-clinic, however, the egms detailing the pptwos from the previous session were missing. A diagnostic anomaly was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of receiving ¿diagnostic data is invalid¿ error message was confirmed. Based on the provided information, it was determined that full interrogation was not completed. Interrogation was interrupted by the user initiating various tests and then the session was ended prior to the full retrieval of the diagnostics and egms. The root cause of the error message was due to the user ending the session prior to interrogation being completed.